Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test with recorded values of 21.33 ml, 21.42 ml, and 21.63 ml. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was over-delivering. The most probable root cause was determined to be a worn expulsor assembly. The expulsor and valves were replaced. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.